Manufacturer narrative:
Concomitant products: product ID 355531, lot # n343617, implanted: (B)(6) 2012, product type screening device; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient was out of state and was having a problem. The patient¿s implant died/completely shut off. The implantable neurostimulator (ins) died on the wednesday prior to the report. The patient turned stimulation off to go through the airport security and could not get it to turn back on. They knew that the battery was low but was not sure how long it would last. The therapy was not working as expected. It was unknown if the patient saw an elective replacement indicator message or end of service message. Additional information was requested but not available at the time of this report.